Event description:
It was reported the patient presented about 1 month post-implant ((B)(6) 2011) with swelling around the surgical site. Upon surgical exploration of the site, the silastic, non-implantable device template was found. The template was successfully removed with no disruption of the implanted device. There have been no further reported complications with this patient.

Manufacturer narrative:
(B)(4). Implanted device remains.